Event description:
A customer contacted baxter's technical service center regarding a system error 2240 and 2367 alarm that appeared on the homechoice (hc) unit during drain 2 of 5. The home patient (hp) was connected, but the clamp on the patient line was closed and the transfer set had been snapped off. The technical service representative (tsr) assisted the caller to recycle the power to clear the alarm. The tsr told the caller to discard the supplies and call the nurse as soon as possible since the transfer set was broken. The tsr told the caller to take the hp to the hospital if the nurse could not be reached. The hc unit was operational. No patient injury or medical intervention was reported.

Manufacturer narrative:
Sample discarded by customer.